Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, the handle was rotated, it did not have any audible "click" sound and the bands were not able to deploy. The scope was removed and the speedband superview super 7 was cut off. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the trip wire was cut, but it was secured. The returned ligator head was attached to the trip wire and the ligator head had six bands attached, some of them had moved from their position and overlapped, and one band was broken and overlapped. The ligator head teeth were damaged/ bent. The device was observed under magnification and the cut end of the trip wire was inspected revealing that a mechanical tool was used to perform the cut. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the six bands attached in the ligator head had moved from their position and overlapped, one band was broken, the ligator head teeth were damaged/bent, and the trip wire was cut, suggesting that the device could not deploy. It was most likely that the trip wire was cut when they separated the device from the endoscope after the procedure. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to user manipulation, some technique performed and/or even anatomical factors contributed as well. Once some knots got dislocated, the suture thread would have encountered difficulties to release the bands, which may have caused that some bands got overlapped within each others and also these difficulties encountered may have damaged/bent the teeth as well, and it is possible that the tension submitted during these difficulties may have caused that one band got broken. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2022. During the procedure, the handle was rotated, it did not have any audible "click" sound and the bands were not able to deploy. The scope was removed and the speedband superview super 7 was cut off. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.